Manufacturer narrative:
Correction: d7 - explant date was previously left blank. Lead was explanted on (B)(6) 2020. Analysis found that a complete lead was returned in one piece measuring 52.3 cm. The reported event of ¿noise on rv lead¿ was confirmed. An internal short was found between the inner coil and outer coil conductor paths. An insulation abrasion to the inner insulation exposing the inner coil was found at 17.5 cm to 17.6 cm from the distal tip. Visual and x-ray examination of the lead did not find any signs of subclavian crush.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise over-sensing. The lead was explanted and replaced; subclavian crush was noted when the lead was removed. The patient was in stable condition.